Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown orthopedic cable/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a comminuted subtrochanteric fracture of her right femur in (B)(6) 2012 and was treated at the time with an 11mm x 380mm right trochanteric fixation nail as well as an orthopedic cable to aid with reduction. Callus formation was present at the proximal portion of the fracture but the fracture did not fully unite. An exchange nailing for femoral non-union was scheduled for (B)(6) 2014. The existing trochanteric fixation nail was removed along with the helical blade and two locking screws. The cable was also removed. The canal was reamed to 16mm and a new 14mm x 380 right trochanteric fixation nail, 90mm helical blade, and locking screws were implanted. Cancellous bone graft was also implanted into the non-union site. Procedure was completed successfully. There was no surgical delay. Clinical findings showed delay healing. Patient history indicated that they have a history of smoking in the past. This report is 4 of 4 for (B)(4).